Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that ferrel tip was off on the tubing that screws into the top of pre-filter housing assembly. The fse reattached to ferrel to the tubing. This corrected the low pressure errors. The fse ran hba1c quality controls (qc); all results were within acceptable range. The column was changed and calibration was performed. The g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under section 6.3 error messages is as follows: 101 pressure low. The pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause for low pressure on the g8 was the ferrel was pulled off of the peek tubing.

Event description:
On (B)(6) 2017, a customer reported a low pressor error on the g8 instrument. The customer stated that the wingnut compression fitting was no longer holding the tubing in place. The tubing did not stay attached to the wingnut of the pre-filter. This resulted in low pressure during start up. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.